Event description:
It was reported that the hand piece device was "continuously running and once they were able to stop the device from running, it would power back on." The reported event occurred during neuro surgery. No injuries or medical interventions were reported. There was no delay in surgery as an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device has been returned and evaluated. Reliability engineering performed a functional assessment and observed that motor was damaged. As a result, the customer's reported condition was confirmed. Evidence indicates this is due to immersion during cleaning. If additional information is received, a supplemental report will be sent accordingly.